Manufacturer narrative:
The nurse reported that the patient felt pain during a glargine insulin injection at 10pm. After the injection, when the needle has been removed from the patient, the pain was relieved. The nurse inspected the needle cannula and found no abnormalities, nor was the needle bent or broken off. No medical intervention was required. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n (max 0.7 per (B)(4)).

Event description:
The nurse reported that the patient felt pain during a glargine insulin injection at 10pm. After the injection, when the needle has been removed from the patient, the pain was relieved. The nurse inspected the needle cannula and found no abnormalities, nor was the needle bent or broken off.

Event description:
The nurse reported that the patient felt pain during a glargine insulin injection at 10pm. After the injection, when the needle has been removed from the patient, the pain was relieved. The nurse inspected the needle cannula and found no abnormalities, nor was the needle bent or broken off.

Manufacturer narrative:
The nurse reported that the patient felt pain during a glargine insulin injection at 10pm. After the injection, when the needle has been removed from the patient, the pain was relieved. The nurse inspected the needle cannula and found no abnormalities, nor was the needle bent or broken off. No medical intervention was required. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n (max 0.7 per gb15811-2016).